Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated that yesterday they were sitting right next to a fishing magnet and all of a sudden started to feel discomfort near implant so asked their son to remove magnet from the room. Patient checked their implant and received  a message that all data has been lost and to call clinician. Patient called hcp office and was told they did not know what that meant and redirected patient to contact mdt. Patient services reviewed meaning of message. The patient was redirected to their healthcare provider to further address the issue to schedule reprogramming session. No further complications were reported at this time.